Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1172404 medical device expiration date: 2024-06-30 device manufacture date: 2021-08-12 . Medical device lot #: 1156553 . Medical device expiration date: 2024-05-31 device manufacture date: 2021-07-21 medical device lot #: 1126023 . Medical device expiration date: 2024-04-30 device manufacture date: 2021-07-07 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter the tube was unable to be filled, blood not transferred. The following information was provided by the initial reporter. The customer stated: "blood was not transferred with btd."

Manufacturer narrative:
H6: investigation summary: bd received 3 samples for investigation. The samples were washed and evaluated by functional testing, each used to transfer colored water from a syringe to a tube, and the indicated failure mode for insufficient flow with the incident lot was not observed. Additionally, 12 retention samples of each reported lot number (36 total) from bd inventory were evaluated by functional testing, each tested for leakage and clogs, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter the tube was unable to be filled, blood not transferred. The following information was provided by the initial reporter. The customer stated: "blood was not transferred with btd."